Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the light on the remote home monitor was red for an unknown reason. Patient services discussed that the light may indicate information that was received from the patient's implantable cardioverter defibrillator (ICD) and was not able to be transmitted to the clinic due to sending issues, and so the communicator had since been replaced due to potential storm damage. The patient had been seen at the clinic to have the device interrogated, however no further details were known. Additional follow-up was requested. No adverse patient effects were reported.